Event description:
The reporter, a healthcare professional contacted lifescan (lfs) on october 19, 2006 alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas also listened to the recorded call and obtained the following information: the pharmacist initially placed the call to lfs. He alleged high readings on the patient's one touch ultra 2 meter. The patient obtained the meter 3 months ago from the pharmacy. For the past couple of weeks, the readings have been "abnormally high" for the patient. The patient took the meter to the physician and claims that the physician tested her meter using the control solution, and obtained results outside (high) of the acceptable range. The patient recently had a pancreas and kidney transplant and her physician wanted her to monitor her blood glucose closely. The pharmacist had the patient's meter with him; however, did not have her subject test strips with him to troubleshoot the testing supplies. Customer care advocate (cca) contacted the patient's sister and obtained the following information: approximately 2-3 weeks ago, the patient obtained elevated readings in the 400's-500's. At the time to testing, she felt clammy and had cold sweat. At an unspecified, time she tested on another unspecified meter and obtained a 49 mg/dl. The patient did not seek any medical attention due to the event. It is unclear at this time; whether the patient ate food and /or beverage after obtaining the blood glucose reading on the lfs meter or on the other device; however, it is documented the patient ate food and/or beverage after obtained the elevated reading on the lfs meter. It was documented that the patient takes insulin. The patient mentioned that her blood glucose readings dropped low multiple times in the past 2-3 week and had to eat food/ drink beverage to elevate her blood glucose. No further clinical information was provided about the other events. The test strips that the patient had been using were expired. Using expired test strips will lead to false blood glucose reading. Customer care advocate (cca) sent the patient a replacement meter and control solution. No further clinical information whether the patient ate based on her symptoms or based on the meter results. The patient self-treated herself with food and /or beverage due to feeling hypoglycemic. The complaint is being reported because the patient's symptoms did not correlate with the readings on her lfs meter. The patient treated herself based on another

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.